Event description:
Additional information received on (B)(6) 2012 reported that the patient's doctor was planning to do a catheter revision at the end of (B)(6). On (B)(6) 2012, it was reported that there was a motor stall. The motor stall was confirmed in the attention dialogue box. It was not noted whether the motor stall recovered. It was also reported that the catheter was occluded. Additional information has been requested but was not available as of the date of this report.

Event description:
It was reported that the patient had a return of symptoms. The pump had a volume discrepancy. The actual residual volume was 14 ml, which was greater than the expected residual volume of 4.8 ml. The pump was interrogated, and the pump event logs were ok. The device system was used to deliver hydromorphone (dilaudid) and bupivacaine (marcaine). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8703, lot#: j92102734, implanted: (B)(6) 1992; product type: catheter. (B)(4).

Event description:
Additional information received reported further event detail and patient/event updates. The pump stall previously reported was > 1 hour; however motor stall did recover. The volume discrepancy which was reported occurred at the may refill. It was further reported that the healthcare provider was unable to aspirate the catheter; catheter was disconnected and 100% occluded. The catheter issue was at the pump/catheter connection, distal (spinal) segment, and proximal (pump) segment. MRI and catheter dye diagnostic studies were done in the troubleshooting process. The patient had "overall poor efficacy of intrathecal therapy for years". The pump and catheter were explanted on (B)(6) 2012. The patient outcome was reported as "no injury" a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8703, lot# j92102734, explanted: 2012 (B)(6). Product type catheter. Final analysis of the pump found no pump anomaly. Final analysis of the catheter found dried blood or blood occlusion in the catheter/catheter body.

Manufacturer narrative:
(B)(4).